Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during bilateral salpingo-oophorectomy. A piece of the device disengaged. A blue material was retrieved from the patient's body. It seemed to be a broken piece of the valve. Another device was used to complete the procedure. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the envelope seal was cut and a small piece was retrieved and inserted into a sample bag. The trocar, cannula, obturator, expandable sleeve and circular seal were intact. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the cut in the envelope seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.